Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, and was therefore unable to obtain sensor readings. The customer subsequently became hypoglycemic, with symptom of unresponsive, and required treatment of sugar-water by daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor, no abnormalities were observed. Sensor was reprogrammed, and activated for simvivo testing (simulation of the electrical signal produced by the sensor tail). Simvivo testingting failed. The ble (bluetooth low energy) radio chip was disabled on the returned sensor. Sensor was reporgrammed and activated and additional simvivo testing was performed, simvivo was successful and the sensor operated as expected. Therefore, the issue is confirmed due to a bluetooth module failure. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor, and was therefore unable to obtain sensor readings. The customer subsequently became hypoglycemic, with symptom of unresponsive, and required treatment of sugar-water by daughter. There was no report of death or permanent injury associated with this event.